Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 28.0 diopter intraocular lens (iol) was implanted in the patient left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to a residual refractive error. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a non-johnson and johnson lens. Reportedly, the patient has recovered. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/04/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The condition observed in the lens is consistent with a unit that has been cut due to ¿lens removal or explant¿ process, and do not allow further evaluation. Both haptics were observed distorted/bent. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.